Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer called in to inquire why the blood glucose had dropped down to 173 mg/dl. The customer was informed that was not his blood glucose level, but his sensor glucose level. The customer's blood glucose value was 353 mg/dl at the time of the call. The customer declined to troubleshoot for high readings. The customer mentioned having a calibration not excepted alert, but declined troubleshooting. The product was/was not returned for analysis.